Event description:
Procedure type: urological (anterior/posterior vaginal repair). According to the reporter: allegedly, the surgeon observed dehiscence post-operation of the wound. There was no reported tissue damage or residual ill-effects to the patient. Closure of the wound was redone. Patient status reported as recovered. They do not have exact dates or any other information on other cases.